Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5102271.

Event description:
A voluntary medwatch report was received on 07/26/2021. It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.